Manufacturer narrative:
(B)(4).the device was inspected at the baxter (B)(4). A visual inspection revealed a white particle floating in the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained a white floating particle. This was noted before use. The device was filled with tazocin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.